Manufacturer narrative:
B3: estimated date. After receiving this complaint, we searched for other complaints and found one other complaint with the same defect regarding the lot number 9018807. On 30th november, we received documentary investigation which revealed no anomaly recorded during production, but raw material's balloon issue was detect and non-conformity was opened. Checking the quality databases revealed one non-conformity (nc) in relation to the described defect and a corrective and preventive action (CAPA): nc (B)(4): "pb ballons (bulles + agglutinés)" opened in 16 january 2023. For this nc, the used of clumped balloons should be responsible of some weakness on the balloon and being responsible of bursting. Monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for balloon bursting is specifically monitored. A risk management framework review was performed which concluded that the residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information when the catheter was inserted and water was injected, the balloon burst.